Event description:
It was reported that the user experienced a low glucose event with an ilet-reported value of 64 mg/dl, treated with oral carbohydrates from lunch including juice and a burger, and later called to ask whether to announce the meal; they were advised not to announce because the system¿s correction algorithm would address the low, and they also reported recent glucose variability described as rollercoasting. Symptoms included hypoglycemia. Outcomes included urgent low alerts and completion of troubleshooting and education, including guidance to perform fingerstick checks every 10¿15 minutes during lows and assignment of additional training to discuss glucose targets and diet. Investigation included customer counseling and education. Investigation of this case revealed no device malfunction reported and that the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.